Event description:
On september 16, 2022, fujifilm healthcare americas corporation became aware of an event involving echelon oval 1.5t MRI system that occurred on (B)(6) 2022. It was reported that while undergoing an MRI of the spine the patient experienced a burning sensation on her arms and suffered blistering on her hands. There is no death associated with this event.